Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "close door" was not reproduced. A review of the event history log revealed multiple "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the broken upper auxiliary. The upper auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.